Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of an unspecified error is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that an unspecified error occurred. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.